Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the imaging system was inaccurate with the left side trackers. The tracker was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. The tracker has not been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while in a spinal fusion, an imprecision of four millimeters was observed following an image acquisition with the imaging system. It was noted that the imprecision was observed when the surgeon touched the spinous process, as the projection of the instrument appeared in the bone. A second image acquisition was performed without resolution. It was reported that the imaging system was then rotated 180 degrees around the operating table and a third image acquisition was successfully performed. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of thirty to forty five minutes due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The left tracker was returned to the manufacturer for analysis. Analysis found that tracker was connected with navigation system and all six markers were tracked initially but during testing all six trackers intermittently drop out. Analysis found that the reported event was related to a electrical issue.